Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's recharging system was taking too much time to charge their ins. The last time the patient tried to charge the ins did not charge correctly and the ins depleted. There were no environmental or external factors that led to the event. Troubleshooting was to be performed the day of the report. The issue was not yet resolved. There were no symptoms reported. No further complications were reported or anticipated.